Event description:
Distributer contacted dexcom to report consumer experienced hardware error icon. The consumer did not report any medical interventions or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported hard ware error icon. The root cause was determined to be aui-u1 related failures.